Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a other (unusual issue) issue; dexcom sensor/transmitter lost connection. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2015 with the following findings: review of the black box data revealed record of call service alarm 215; sensor failure. On investigation, the pump was paired with a test continuous glucose monitoring (cgm) transmitter and exercised for 24 hours without call service alarm 215 cgm failure occurring. Blood glucose readings appeared appropriately on the cgm trend graph. The pump case was removed and a cold solder connection was found at a pin on the cgm module. Investigation did not duplicate unusual ¿loose of connection with sensors¿ issue. Unrelated to the original complaint, the display was found to be dim, faded, and discolored and the battery compartment was found to be cracked below the bumper pad.